Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint was filed after subsequent review of literature article: transvertebral bone graft and augmentation versus posterior spinal instrumentation in the treatment of simple thoracolumbar compression fractures yang hou, jiangang shi, jingchuan sun, yongfei guo, guohua xu, guodong shi. Received 5 september 2017; accepted 2 february 2018. N=1: screw loosening post-op.